Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl). A manual injection was delivered to address bg levels. Reportedly, the customer believed the pump was not properly delivering all the insulin requested. During troubleshooting with tandem technical support, insulin was not observed exiting the infusion set tubing. Insulin was seen exiting the cartridge pigtail and system check indicated the pump was performing as expected. It was recommended that the customer change the infusion set tubing.